Event description:
It was reported that during a sigmoidectomy procedure, for the tissue pad fell out of the device. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.